Manufacturer narrative:
The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis observed no output or telemetry on the implantable neurostimulator (ins) and determined normal battery depletion. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that the 0 and 3 conductor(s) were broken in the body of the lead at or near the tines. Concomitant medical products: product ID: 3093-28, lot#: v556132, product type: lead. Product ID: 3093-28, serial/lot #: (B)(4), ubd: 30-sep-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Poor communication was reported by the patient who was trying to turn stimulation off for an MRI (unrelated to the device/therapy). Technical services asked the patient if they felt stimulation or if they were still getting therapeutic benefit from the therapy and the patient was not sure. The patient stated that they had not used ¿it¿ in 6-7 years and it was noted that they did not clarify if they were referring to the programmer or the therapy. There were no further complications reported.